Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-00676. It was reported that patient¿s lead fractured. As a result, surgical intervention was undertaken wherein the scs system was explanted. It is unknown which lead snapped, therefore both leads are being reported. No additional information was provided.